Manufacturer narrative:
The user facility's biomedical engineer (biomed) inspected the unit and found a broken check valve. The biomed replaced the check valve in the cooler heater unit. The unit operated to MFR specifications and was returned to clinical use. There will be no part return from the customer for further eval by the MFR. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the perfusionist (ccp) stated the cooler heater unit was making too much ice. This unit is a back-up cooler heater. There was no pt involvement.